Manufacturer narrative:
Evaluation summary: the closurefast device was received for evaluation. The fep over the coil region was observed to be melting. This area of melted fep includes a breach in the fep sleeve resulting in the coil being exposed. Damage was observed to the pet heat shrink tubing over the transition wires resulting in a separation between the catheter shaft and the proximal end of the heating element. The catheter cable connector was examined: all pins were observed to be straight. The catheter passed functional testing on rfg2 and rfg3 generators. The device was run for total of ten additional cycles on two different generators with no indication of inconsistent temperature.

Event description:
The physician was treating the patient using a closurefast catheter. The account reported that during use, the temperature was not stable. Temperature changed from 80 to 90 degrees and ablation stopped at the first ablation near the sapheno-femoral junction (sfj). The site was ablated repeatedly. Procedure was able to be completed. The catheter was found to be "bent" when it was being removed from the patient. The catheter was replaced and treatment was carried out on the same side of the small saphenous vein (ssv) without incident. Patient is waiting for echography.